Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon at the clinic, reported the following event to (B)(4) ansm : "rupture of the gamma nail and secondary displacement of the fracture. Revision of the broken by of a total hip prosthesis. Unanticipated revision procedure to replace the broken gamma nail.

Manufacturer narrative:
The evaluation revealed the nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). No deficiency found during dimensional inspection of the returned product. The evaluation revealed that the nail broke in a fatigue fracture after a period of approx. 7 months of implantation. According to found damages the fatigue fracture had its origination in the posterior web at lateral. In this area material damage had weaken the web caused by misaligned drilling with the step drill; which presents an unintentional use error. Material deformation (bearing points) of the medial edge of the proximal drill hole and in the distal drill hole was most likely caused by increased axial loading during the implantation period; which is considered as patient behavior related. From technical point of view the returned nail broke in fatigue manner after an implantation period of roughly 7 months due to impaired bone healing. Contributing factors were identified being high weight and intra operative material damage. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
Surgeon at the clinic, reported the following event to (B)(6): "rupture of the gamma nail and secondary displacement of the fracture. Revision of the broken by of a total hip prosthesis. Unanticipated revision procedure to replace the broken gamma nail.